Event description:
It was reported that the cartridge was damaged at the patient line, interrupting insulin delivery. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 324-325 mg/dl.

Manufacturer narrative:
Other text : device not returned.